Event description:
It was reported that the patient presented for system extraction due to pocket infection. The entire system, including the Implantable Cardioverter Defibrillator, right ventricular lead, and right atrial lead, was explanted. The patient was in a stable condition.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.Further information was requested but not received.